Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had skin irritation caused by the lifevest. The irritation was located on the patient's right side. The patient consulted his nurse who recommended using a powder. There is no allegation of a device malfunction. There is no indication of bleeding, open sores or a sustained serious injury. Follow-up indicated that the irritation had improved.